Event description:
The customer reported being hospitalized due to low blood glucose of 20mgdl. The programming in the insulin pump was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and passed. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.